Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced foreign matter in tube; biological and non-biological during use. The following information was provided by the initial reporter: the ¿customer reported that coring had occurred.¿

Event description:
It was reported the bd vacutainer® edta 2k experienced foreign matter in tube; biological and non-biological during use. The following information was provided by the initial reporter: the ¿customer reported that coring had occurred. ¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-14. H.6. Investigation summary: bd received actual samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for with coring the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.